Manufacturer narrative:
Initial reporter facility name: investigation summary: 251181 #2277339. We couldn't confirm this issue as a report because no photo and returned sample. No issue in retention and DHR. No trend. We will continue to monitor this lot.

Event description:
It was reported that bd bbl¿ salmonella shigella agar bacteria was found in the media before usage. The following information was provided by the initial reporter; bacterial growth was found in the media before usage.